Event description:
It was reported that a bd vacutainer® push button blood collection set was activated prematurely and had kinked tubing. The following information was provided by the initial reporter: ¿it was reported that the needle had activated prematurely and the tubing was kinked at the hub of the butterfly. Event description per attached sfdc pir states: butterfly ¿ push button blood collection set ref (B)(4) lot# 9162775 exp 2021-06-30. The safety device was already engaged and a kink that is towards the end of the tubing right at the hub of the butterfly unit. Hard to see on picture. Issues on monday, 1/20/2020 and also on friday, 1/10/2020.¿

Manufacturer narrative:
Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for pre-activation with the incident lot was observed, however failure mode for damaged tubing was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® push button blood collection set was activated prematurely and had kinked tubing. The following information was provided by the initial reporter: ¿it was reported that the needle had activated prematurely and the tubing was kinked at the hub of the butterfly. Event description per sfdc pir states: butterfly ¿ push button blood collection set ref 367324 lot# 9162775 exp 2021-06-30. The safety device was already engaged and a kink that is towards the end of the tubing right at the hub of the butterfly unit. Hard to see on picture. Issues on monday, (B)(6) 2020 and also on friday, (B)(6) 2020.¿

Manufacturer narrative:
The following fields have been updated due to corrected information: b.5. Describe event or problem: it was reported that a bd vacutainer® push button blood collection set had kinked tubing. The following information was provided by the initial reporter: ¿it was reported that the needle had activated prematurely and the tubing was kinked at the hub of the butterfly. Event description per attached sfdc pir states: butterfly ¿ push button blood collection set ref 367324 lot# 9162775 exp 2021-06-30. The safety device was already engaged and a kink that is towards the end of the tubing right at the hub of the butterfly unit. Hard to see on picture. Issues on monday, (B)(6) 2020 and also on friday, (B)(6) 2020.¿

Event description:
It was reported that a bd vacutainer® push button blood collection set had kinked tubing. The following information was provided by the initial reporter: ¿it was reported that the needle had activated prematurely and the tubing was kinked at the hub of the butterfly. Event description per attached sfdc pir states: butterfly ¿ push button blood collection set ref 367324 lot# 9162775 exp 2021-06-30. The safety device was already engaged and a kink that is towards the end of the tubing right at the hub of the butterfly unit. Hard to see on picture. Issues on monday, (B)(6) 2020 and also on friday, (B)(6) 2020.¿